Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that when they connect a syringe to the direct access port on the three-way stopcock, the thread does not work properly. The syringe cannot be screwed on tightly and just spins around. They experience leakage during use. There are no issues with the side access on the three-way stopcock. They experience this issue on many of the connect as from this lot number. No harm to patient or staff.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 5 physical samples submitted for evaluation. The reported issue of connection issues and leakage was not confirmed upon inspection of the samples. Analysis of the samples showed that no defect was found and all connections with the provided syringe were tested and connected correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information